Manufacturer narrative:
Date of the event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-22507, 1627487-2020-22508, 1627487-2020-22509 , 1627487-2020-22510. It was reported by the patient the system caused the patient to have infections at an unknown date and an unknown locations. No further information was made available.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.